Event description:
It was reported by service report that the siderail had to be rebuilt and there was a cracked footboard. No adverse consequences have been reported.

Manufacturer narrative:
Result: timing links, cracked footboard; siderail.